Manufacturer narrative:
This report is submitted on february 26, 2018, (B)(4).

Event description:
Per the clinic, the patient developed an infection at the abutment site on two occasions. Cultures returned positive for (B)(6). Subsequently, the patient was treated with oral antibiotics for one month and topical antibiotics until all granulation issues resolved.